Manufacturer narrative:
Pump received with scratched case, missing retainer, missing reservoir tube o-ring, pillowing keypad overlay, and minor scratched lcd window. Model mmt-1710 does not have a reservoir tube window. No crack noted on case at reservoir tube side. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had damage to the reservoir window. No further information provided.